Event description:
Patient started to fuse posteriorly. The device was explanted. The device was intact at the time of removal.

Manufacturer narrative:
Additional information and the return of the device have been requested. A review of the lot history records for this device did not reveal any non-conformances or deviation in procedure. The risk management files were reviewed and no new risks were identified.

Manufacturer narrative:
The radiographic images showed evidence of degenerative changes particularly at the c5/c6 level with a loss of disc height. Post-operatively, the artificial disc at c5/c6 appeared to be appropriately sized and placed. The device was explanted and intact at the time of removal. No microbiology or pathology laboratory testing reports and/or results were provided. Based on limited information provided, there was no evidence of a device malfunction; therefore, it was not possible to determine the cause of the complaint.

Manufacturer narrative:
The device appeared to have been fixed at the time of removal. Based on the information provided, the device did not appear to have failed mechanically at the time of removal. Therefore, the cause of this event could not be established.